Event description:
It was reported that the spinal cord stimulation (scs) patient experienced high impedances and inadequate stimulation. Reprogramming was attempted but was not successful. The patient underwent a revision procedure to explant and replace the lead. The patient was doing well postoperatively.